Manufacturer narrative:
The root cause for the reported issue of device failed to alarm was not determined. The reported issue that device failed to alarm could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device failed to alarm. Norepinephrine was infusing at the time of the event. The information on patient involvement is not known.